Manufacturer narrative:
Other product involved: (B)(4) - controller / catalog number 1403us / expiration date 31/jul/2017 (B)(4). Device returned to MFR:yes, 12/jul/2017. Device evaluated by MFR: yes. Device mfg date: 21/jul/2016. Labeled for single use: no. (B)(4). Method code(s): visual inspection ; analysis of data log(s) ; actual device evaluated. Results code: no failure detected . Conclusion code:no failure detected, device operated within specification. It was reported that the patient experienced electrical fault alarms and a non-stop alarm. Two controllers were returned for evaluation. The pump was not returned. A review of the manufacturing documentation confirmed that the pump and (B)(4) met all requirements for release. Failure analysis of (B)(4) revealed that the controller passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that the controller passed functional testing but failed visual inspection due to a loose power port 2 connector. This observation is not related to the alarms the patient experienced during the reported event. Functional testing revealed that the connection between a driveline and the driveline port on both controllers ((B)(4) were secured; the reported electrical fault alarm and inability to connect the driveline on the backup controller could not be duplicated during testing. Based on an investigation conducted , the most likely root cause of the loose power port connector on (B)(4) can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis pertaining to (B)(4) revealed several electrical fault alarms and vad disconnect alarms on (B)(4) 2017. The first electrical fault alarm was logged at 08:35:10 due to an open phase on the rear stator, causing the pump to run on the front stator only. The alarm was cleared 44 seconds later. The alarm file recorded a second electrical fault alarm at 08:37:32 due to an open phase on the rear stator. A vad disconnect alarm was logged 22 seconds later due to a physical disconnection of the driveline. The driveline was reconnected and an electrical fault alarm was again logged at 08:43:42 and 08:43:57. A vad disconnect alarm was logged at 08:44:29 and cleared at 08:44:32. A vad stopped alarm was logged at 08:47:10 due to a failure of the pump to restart on a single stator after several attempts. A vad disconnect alarm was then logged at 08:51:33 and was cleared at 09:10:23. A review of the event files pertaining to (B)(4) revealed several reactivation events between 08:35:01 and 08:37:38 and between 08:43:33 and 08:44:01. Reactivation events are logged when the controller is attempting to reactivate a stator. Log files revealed a controller power up and motor start event at 08:51:23 and 09:10:34. The data point prior to the controller power up event, at 08:45:52, revealed that a controller ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 81% relative state of charge (rsoc). The data point after the controller power up event revealed that (B)(4) was connected to power port 1 with 80% rsoc and (B)(4) was connected to power port 2 with 98% rsoc. The controller power up event was most likely due to the patient's spouse attempting to perform a controller exchange to the backup controller. Log file analysis pertaining to (B)(4) , the backup controller, revealed a controller power up event on (B)(6) /2017 at 08:51:14. A driveline was never connected, indicating that the intended controller exchange during the reported event did not occur. A complaint history review revealed that a complaint ((B)(4) ) was submitted on 01/10/2017, reporting that the patient had experienced multiple driveline repairs and was starting to experience electrical fault and vad stopped alarms. Assessment of the repairs and alarms revealed extensive outer sheath damage with exposed wires. It was determined that a splice repair was warranted. The splice repair procedure entails replacing a portion of the previous driveline containing the driveline connector. The splice repair was successfully performed on (B)(4) 2017. Based on the available information, the root cause of the reported electrical fault alarms can be attributed to an open phase on the rear stator; a possible root cause of the electrical fault alarm can be attributed to an intermittent driveline connection. After the event, it was reported that there wasn't observable damage on the driveline and that the alarms were not reproducible. A possible root cause of reported driveline connection issues on the backup controller when performing a controller exchange can be attributed to a marginal or intermittent driveline connection. The vad stop alarm that occurred during the reported event was caused by a failure of the pump to restart on a single stator after several attempts. Based on the available information, the root cause of the reported electrical fault alarms can be attributed to an open phase on the rear stator; a possible root cause of the electrical fault alarm can be attributed to an intermittent driveline connection. After the event, it was reported that there wasn't observable damage on the driveline and that the alarms were not reproducible. A possible root cause of reported driveline connection issues on the backup controller when performing a controller exchange can be attributed to a marginal or intermittent driveline connection. The vad stop alarm that occurred during the reported event was caused by a failure of the pump to restart on a single stator after several attempts. (B)(4) : the manufacturer has opened an internal investigation to evaluate failures of the pump to restart on single stator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other product involved: (B)(4) - controller / catalog number 1403us / expiration date 31/jul/2017 (B)(4). Device returned to MFR:yes, 12/jul/2017. Device evaluated by MFR: yes. Device mfg date: 21/jul/2016. Labeled for single use: no. (B)(4). Method code(s): visual inspection ; analysis of data log(s) ; actual device evaluated. Results code: no failure detected . Conclusion code:no failure detected, device operated within specification. It was reported that the patient experienced electrical fault alarms and a non-stop alarm. Two controllers were returned for evaluation. The pump was not returned. A review of the manufacturing documentation confirmed that the pump and (B)(4) met all requirements for release. Failure analysis of (B)(4) revealed that the controller passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that the controller passed functional testing but failed visual inspection due to a loose power port 2 connector. This observation is not related to the alarms the patient experienced during the reported event. Functional testing revealed that the connection between a driveline and the driveline port on both controllers ((B)(4) were secured; the reported electrical fault alarm and inability to connect the driveline on the backup controller could not be duplicated during testing. Based on an investigation conducted , the most likely root cause of the loose power port connector on (B)(4) can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis pertaining to (B)(4) revealed several electrical fault alarms and vad disconnect alarms on (B)(4) 2017. The first electrical fault alarm was logged at 08:35:10 due to an open phase on the rear stator, causing the pump to run on the front stator only. The alarm was cleared 44 seconds later. The alarm file recorded a second electrical fault alarm at 08:37:32 due to an open phase on the rear stator. A vad disconnect alarm was logged 22 seconds later due to a physical disconnection of the driveline. The driveline was reconnected and an electrical fault alarm was again logged at 08:43:42 and 08:43:57. A vad disconnect alarm was logged at 08:44:29 and cleared at 08:44:32. A vad stopped alarm was logged at 08:47:10 due to a failure of the pump to restart on a single stator after several attempts. A vad disconnect alarm was then logged at 08:51:33 and was cleared at 09:10:23. A review of the event files pertaining to (B)(4) revealed several reactivation events between 08:35:01 and 08:37:38 and between 08:43:33 and 08:44:01. Reactivation events are logged when the controller is attempting to reactivate a stator. Log files revealed a controller power up and motor start event at 08:51:23 and 09:10:34. The data point prior to the controller power up event, at 08:45:52, revealed that a controller ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 81% relative state of charge (rsoc). The data point after the controller power up event revealed that (B)(4) was connected to power port 1 with 80% rsoc and (B)(4) was connected to power port 2 with 98% rsoc. The controller power up event was most likely due to the patient's spouse attempting to perform a controller exchange to the backup controller. Log file analysis pertaining to (B)(4) , the backup controller, revealed a controller power up event on (B)(6) /2017 at 08:51:14. A driveline was never connected, indicating that the intended controller exchange during the reported event did not occur. A complaint history review revealed that a complaint ((B)(4) ) was submitted on 01/10/2017, reporting that the patient had experienced multiple driveline repairs and was starting to experience electrical fault and vad stopped alarms. Assessment of the repairs and alarms revealed extensive outer sheath damage with exposed wires. It was determined that a splice repair was warranted. The splice repair procedure entails replacing a portion of the previous driveline containing the driveline connector. The splice repair was successfully performed on (B)(4) 2017. Based on the available information, the root cause of the reported electrical fault alarms can be attributed to an open phase on the rear stator; a possible root cause of the electrical fault alarm can be attributed to an intermittent driveline connection. After the event, it was reported that there wasn't observable damage on the driveline and that the alarms were not reproducible. A possible root cause of reported driveline connection issues on the backup controller when performing a controller exchange can be attributed to a marginal or intermittent driveline connection. The vad stop alarm that occurred during the reported event was caused by a failure of the pump to restart on a single stator after several attempts. Based on the available information, the root cause of the reported electrical fault alarms can be attributed to an open phase on the rear stator; a possible root cause of the electrical fault alarm can be attributed to an intermittent driveline connection. After the event, it was reported that there wasn't observable damage on the driveline and that the alarms were not reproducible. A possible root cause of reported driveline connection issues on the backup controller when performing a controller exchange can be attributed to a marginal or intermittent driveline connection. The vad stop alarm that occurred during the reported event was caused by a failure of the pump to restart on a single stator after several attempts. (B)(4) : the manufacturer has opened an internal investigation to evaluate failures of the pump to restart on single stator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other product involved: (B)(4) - controller / catalog number 1403us / expiration date 31/jul/2017 (B)(4). Device returned to MFR:yes, 12/jul/2017. Device evaluated by MFR: yes. Device mfg date: 21/jul/2016. Labeled for single use: no. (B)(4). Method code(s): visual inspection ; analysis of data log(s) ; actual device evaluated. Results code: no failure detected . Conclusion code:no failure detected, device operated within specification. It was reported that the patient experienced electrical fault alarms and a non-stop alarm. Two controllers were returned for evaluation. The pump was not returned. A review of the manufacturing documentation confirmed that the pump and (B)(4) met all requirements for release. Failure analysis of (B)(4) revealed that the controller passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that the controller passed functional testing but failed visual inspection due to a loose power port 2 connector. This observation is not related to the alarms the patient experienced during the reported event. Functional testing revealed that the connection between a driveline and the driveline port on both controllers ((B)(4) were secured; the reported electrical fault alarm and inability to connect the driveline on the backup controller could not be duplicated during testing. Based on an investigation conducted , the most likely root cause of the loose power port connector on (B)(4) can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis pertaining to (B)(4) revealed several electrical fault alarms and vad disconnect alarms on (B)(4) 2017. The first electrical fault alarm was logged at 08:35:10 due to an open phase on the rear stator, causing the pump to run on the front stator only. The alarm was cleared 44 seconds later. The alarm file recorded a second electrical fault alarm at 08:37:32 due to an open phase on the rear stator. A vad disconnect alarm was logged 22 seconds later due to a physical disconnection of the driveline. The driveline was reconnected and an electrical fault alarm was again logged at 08:43:42 and 08:43:57. A vad disconnect alarm was logged at 08:44:29 and cleared at 08:44:32. A vad stopped alarm was logged at 08:47:10 due to a failure of the pump to restart on a single stator after several attempts. A vad disconnect alarm was then logged at 08:51:33 and was cleared at 09:10:23. A review of the event files pertaining to (B)(4) revealed several reactivation events between 08:35:01 and 08:37:38 and between 08:43:33 and 08:44:01. Reactivation events are logged when the controller is attempting to reactivate a stator. Log files revealed a controller power up and motor start event at 08:51:23 and 09:10:34. The data point prior to the controller power up event, at 08:45:52, revealed that a controller ac adapter was connected to power port 1 and (B)(4) was connected to power port 2 with 81% relative state of charge (rsoc). The data point after the controller power up event revealed that (B)(4) was connected to power port 1 with 80% rsoc and (B)(4) was connected to power port 2 with 98% rsoc. The controller power up event was most likely due to the patient's spouse attempting to perform a controller exchange to the backup controller. Log file analysis pertaining to (B)(4) , the backup controller, revealed a controller power up event on (B)(6) /2017 at 08:51:14. A driveline was never connected, indicating that the intended controller exchange during the reported event did not occur. A complaint history review revealed that a complaint ((B)(4) ) was submitted on 01/10/2017, reporting that the patient had experienced multiple driveline repairs and was starting to experience electrical fault and vad stopped alarms. Assessment of the repairs and alarms revealed extensive outer sheath damage with exposed wires. It was determined that a splice repair was warranted. The splice repair procedure entails replacing a portion of the previous driveline containing the driveline connector. The splice repair was successfully performed on (B)(4) 2017. Based on the available information, the root cause of the reported electrical fault alarms can be attributed to an open phase on the rear stator; a possible root cause of the electrical fault alarm can be attributed to an intermittent driveline connection. After the event, it was reported that there wasn't observable damage on the driveline and that the alarms were not reproducible. A possible root cause of reported driveline connection issues on the backup controller when performing a controller exchange can be attributed to a marginal or intermittent driveline connection. The vad stop alarm that occurred during the reported event was caused by a failure of the pump to restart on a single stator after several attempts. Based on the available information, the root cause of the reported electrical fault alarms can be attributed to an open phase on the rear stator; a possible root cause of the electrical fault alarm can be attributed to an intermittent driveline connection. After the event, it was reported that there wasn't observable damage on the driveline and that the alarms were not reproducible. A possible root cause of reported driveline connection issues on the backup controller when performing a controller exchange can be attributed to a marginal or intermittent driveline connection. The vad stop alarm that occurred during the reported event was caused by a failure of the pump to restart on a single stator after several attempts. (B)(4) : the manufacturer has opened an internal investigation to evaluate failures of the pump to restart on single stator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's spouse called the ventricular assist device (vad) pager to report the patient had two electrical fault alarms which had resolved. The spouse was instructed to bring the patient to the emergency department (ed) for further evaluation. The spouse called the pager again a few minutes later, but did not answer when the vad coordinator returned the call. When the vad coordinator reached the spouse, the spouse stated the alarms started again so she called emergency medical services (ems). In the background, the controller was alarming non-stop. The spouse reported that the patient was sleepy, but able to be aroused. The site instructed the spouse on how to perform a controller exchange. After connecting the new controller, the spouse kept stating that "the driveline keeps coming out of the controller" so the site instructed the spouse to hold it in place. Ems arrived shortly after. While ems was on the phone with the vad team, the patient lost consciousness and advanced cardiac life support was initiated due to a pulseless electrical activity arrest. The pump was running per reports from ems. The patient was taken to the ed where cardiopulmonary resuscitation (CPR) was still being performed upon arrival. Upon arrival, the pump was at 2800 rpms, 4.2 lpm, 4.2 w and there were no active alarms. Return of spontaneous circulation was achieved after approximately 35-40 minutes of CPR. The patient's rhythm was sinus bradycardia with arterial blood pressure of 120/60 after intubation. The patient was transferred to the intensive care unit at another facility for further care. The patient was not responsive to stimuli. Log files were sent on admission and revealed a total of 4 electrical fault alarms, 3 vad disconnect alarms and 1 vad stop alarm. Per engineering, there is a data gap where it was unknown if the patient was off support for the entire time or on another controller during that time. No further alarms had been logged since the motor was restarted. It was noted from review of the log files that data pre/post-event is all from the same controller. During all of the confusion, the spouse must have put the patient back on the original controller (possibly after it "kept falling out" of the new controller). Per the site, the spouse's ability to recall the event is very minimal as the spouse was very panicked during the entire event. The site reports no damage/trauma to the driveline externally and the alarms were unable to be initiated with manipulation. Engineering believed that the electrical faults may have begun due to a poor/loose connection between the driveline and controller, but this cannot be confirmed. The patient remained in the ICU in critical condition. It was further reported that the patient's condition had not improved since hospital admission. Neurology was consulted and indicated the patient's prognosis of recovering from the anoxia was very poor. Care was withdrawn and the patient passed away within minutes. Cause of death was anoxic brain injury. No autopsy was performed. The device will not be returned.